Event description:
It was reported the patient received the following results within 15 minutes: 94 mg/dl and 50 mg/dl. The patient experienced blurred vision, nervousness, and jittery as symptoms of hypoglycemia. The patient was capable of self-treating by obtaining and consuming a candy bar with 37 grams of carbohydrates without assistance. The patient felt better 30 minutes later.